Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high threshold, and measured small r-waves. A fracture was confirmed by fluoro. Currently, the lead remains in use, but a revision will be performed. No patient complications have been reported as a result of this event.